Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014. The maximum superior vena cava (svc) coil and defibrillation impedance begins rising and varying the week ending (B)(4) 2013. The svc and defibrillation impedances vary between 70 and 254 ohms, and 56 and 129 ohms, respectively until the end of the record, the week ending (B)(4) 2014.